Event description:
It was reported that after completion of a da vinci-assisted surgical procedure, it was observed that the monopolar cautery instrument had a crack in the plastic on the distal tip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have a cracked tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, abrasions were noted on the tube adapter, with no material missing. The instrument was also found to have bent electrical contacts at the distal end.